Event description:
Same patient as: 2134265-2009-05750. It was reported that post a coronary stenting treatment procedure, restenosis occurred. The lesion was located in a moderately tortuous and calcified proximal left anterior descending artery. The patient presented with an acute myocardial infarction and a 4.0x12mm liberte' bare metal stent was implanted in the lesion. The lesion was post-dilated with a 5.0mm quantum maverick balloon. No patient injuries or complications occurred. The patient was discharged in satisfactory condition. Six months later, during a follow-up exam, it was found that the stent had restenosed. The restenosed lesion was 75% stenosed, and a second 90% stenosed de novo lesion was found in a non calcified and moderately tortuous left circumflex artery. The physician advanced a 5.0x8mm quantum maverick balloon to the restenosed lesion and the balloon ruptured at 4 atms on the first inflation. The inflation time was approximately 2-3 seconds. The procedure was completed with another 5.0x8mm quantum maverick balloon that was inflated to 10 atms, 3 times. The physician then treated the de novo lesion in the left circumflex artery by implanting a 2.75x8mm taxus liberte' drug eluting stent in the lesion. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.